Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the "300's" mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin, potassium, and saline. Reportedly, the customer was released on (B)(6)2025 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.